Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set had over infused. This occurred during patient infusion. It was stated that they set the roller clamps, the flow was too high and a patient received too much fluid. There was no patient injury or medical intervention associated with this event. No additional information is available.